Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was no longer able to hear with her cochlear implant. There is no info about a possible trauma. Testing confirmed that the device has malfunctioned. Re-implantation surgery is scheduled for 06.21.2006.